Event description:
Caller reported a cartridge alarm during pumping. Customer's blood glucose level did not exceed 500 mg/dl. Despite attempts by technical support to assist in loading a new cartridge using the proper technique, the alarm persisted. Technical support arranged for the customer to revert to an alternate form of therapy, specifically multiple daily injections, and sent a replacement pump. Instructions on storage mode and return procedures were provided and acknowledged by the caller.